Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device logs showed insulin delivery and multiple low glucose alarms, including urgent low and cgm signal loss events. No device malfunctions or mechanical issues were identified. A device-related cause was not confirmed. Device data indicate that meal announcements were made during periods of hyperglycemia without corresponding evidence of food intake. This likely resulted in excess insulin delivery and insulin stacking, increasing the risk for severe hypoglycemia.

Event description:
On 08-jun-2025, a user reported that on (B)(6) 2025, they experienced a low blood glucose (bg) event requiring medical intervention. Upon ems arrival, the user's bg was 40mg/dl and glucagon was administered. The user was transported to the emergency room (ER), admitted overnight, and treated with long-acting and short-acting insulin injections. The user was discharged the following day and reconnected to the ilet. A behavioral review identified repeated use of meal announcements to correct high bg. The user was re-educated and planned to consult with their healthcare provider.